Event description:
It was reported that, "after impaction of cone body onto the conical stem, the cone body screw was inserted in proper fashion and tightened, upon final tightening the screw/bolt broke at the junction of the thread and screw shaft. The proximal portion of the screw was removed leaving the threaded portion intact."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.